Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 11 events were reported for this quarter. Product return status: 9 devices were received. 2 devices were not available for evaluation. Event confirmation status: 9 reported events were confirmed. Evaluation results: 9 devices were found to be affected by missing paint chips. Additional information: 11 devices were not labeled for single-use. 11 devices were not reprocessed and reused.

Event description:
This report summarizes <noe> 11 </noe> malfunction events in which the device had paint chips missing. 11 events had no patient involvement; no patient impact.